Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation, there was debris on the j1 pins causing intermittent connection with the battery. Additionally, contamination was found in the belt receptacle. The root cause for the debris was unable to be positively identified. The root cause for the contamination was ingress of an unknown contaminant. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was resting.